Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was received in one piece. During analysis with the microscope, a tip breakage was observed. Additionally, the connector looked in good condition. Functional testing passed however the aim beam light was distorted due to the tip breakage. A review of the slimline sis hazard analysis was completed and confirmed that the event of fiber device operates differently than expected was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The device instructions for use was reviewed. According to the IFU, the following is cautioned: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. With all the available information, boston scientific concludes that the reported fiber allegation was confirmed as the fiber tip was found broken. It is likely that procedural conditions, such as physician technique, size and composition of the material being ablated, may have contributed to the fiber tip break. The damaged fiber tip observed during inspection is consistent with the customer experience and suggests that mechanical stress from the fiber contributed to the abnormal wear of the debris shield. Boston scientific has assigned an investigation conclusion code of cause traced to component failure.

Event description:
It was reported that the fibers have been damaging the debris shields, and abnormal degradation of the debris shields has been observed. No further information was provided. Analysis of the returned fiber identified that the fiber tip was broken. This report refers to fourth fiber.